Event description:
The customer reported that the device was used for a couple applications and then the jaws could not be re-opened. The device was removed from the surgical field and a new device was opened. The site contact was not able to provide add¿l details regarding the device or incident. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add¿l info pertinent to the incident is obtained a follow-up report will be submitted.